Event description:
The user found that the endoscopic image was not displayed and the screen became black. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -olympus repair center could confirm the reported phenomenon. -there was an electrical problem with the connector unit. -there were several cut off on the wire unit. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center found that the cable was damaged. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the damage of the cable by the use handling. If significant additional information is received, this report will be supplemented.